Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the cuff check prior to use on a patient, the cuff could not be deflated. There was no patient involvement.

Manufacturer narrative:
One sample returned for evaluation contained in a plastic bag along with its original opened unit pack. Visual examination showed that the tubing was slightly altered using the stylet wire and the tracheal cuff is stretched over the tracheal cuff notches. The style wire was removed from the tubing and air was removed from the tracheal cuff. The stylet wire was replaced into the tubing and the returned unit was inflated with the stylet wire contained in the tubing. The returned unit inflated however an attempt made to deflate the returned unit failed. The stylet wire was removed from the tubing and air was removed from the tracheal cuff. The returned unit re-inflated without any issue. The returned unit was then deflated without any restriction noted. The returned unit was inflated and deflated three times without the stylet wire and no issue was noted. The reported defect could only be detected when the stylet wire is contained in the tubing. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.